Manufacturer narrative:
The complaint device is currently in transit. Without the returned device, we remain inconclusive on the exact nature of the malfunction and its root cause. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. There was no injury to the patient as the result of this incident.

Event description:
The common carotid balloon burst when the surgeon was performing the endarterectomy. This added an extra 30 minutes of time to the procedure. There was no injury to the patient as the result of this incident.

Manufacturer narrative:
We have received the complaint device for investigation. We have confirmed the reported incident. We observed that the common carotid balloon had ruptured at its distal end. Internal carotid balloon inflated and deflated properly. We have requested multiple times for additional information with the contact person at the hospital regarding this incident . However, we were unable to get any response back. At this time, we are inconclusive about the root cause of the issue. However, it is possible that anatomical feature ( sharp calcified plaque ) or procedural factors ( use of clamps over the balloon ) may have contributed to the balloon rupture. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. This incident added 30 minutes to the procedure. There was no injury or any harm to the patient as the result of this delay.

Event description:
The common carotid balloon burst when the surgeon was performing the endarterectomy. This added an extra 30 minutes of time to the procedure. There was no injury to the patient as the result of this incident.